Event description:
It was reported that, "doctor (B)(6) replaced the size 5 nrg ps insert 10mm with (B)(4) size 5 12mm nrg x3 ps insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded by the hosp and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.